Manufacturer narrative:
The reported product's were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter was reading erroneously high. She further reported that on (B)(6) 2018 she received a reading of 70 mg/dl. Customer¿s sister called her and noted she was ¿not feeling like herself¿ so her sister went to her house and saw that the patient had lost consciousness. Paramedics were called and transported her to a hospital. At the hospital, a reading of 32 mg/dl was received. Customer was treated with an intravenous infusion of glucose and an unspecified injection. There was no report of death or permanent injury associated with this event.